Event description:
A malfunction alarm was reported, but there was no adverse impact on the customer¿s blood glucose level. Technical support provided information to the customer on how to reset the pump and assisted with the process. The malfunction code did not recur after the reset, so the customer was advised to continue using the pump and to contact support again if any issues arose.